Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their insulin pump alarmed no motor movement or negligible movement. The customer's blood glucose was unknown at the time of incident. The insulin pump was not exposed to a high magnetic field. Mother states they are not able to rewind the pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Unit received with constant pump error during rewind due to corroded force sensor flex connector and corroded sensor connector. Unable to complete functional test due to pump error. Unit received with severely scratched lcd window, cracked keypad at select button, keypad overlay texture damage, scratched case and cracked retainer.